Event description:
Information received by medtronic indicated that the customer received a battery cap damage notification. Troubleshooting was performed and found that the battery cap was damaged and the battery cap metal contact missing, few than 3 raised dots can be seen. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and not will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.